Event description:
A hospital in (B)(6) reported that the port caps on the rt040 full face masks were coming off when pressure was applied during therapy. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mask is currently en route to fisher & paykel (B)(6) for evaluation. We will provide a follow up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported that the port caps on the rt040 full face masks were coming off when pressure was applied during therapy. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: seven complaint masks were returned and visually inspected. In addition, the diameter of the right and left ports of each mask was measured. There was one mask each from lot numbers 110401, 110512, 110601 and 110113. No lot numbers were provided for the remaining three masks. Results: the visual inspection revealed that most of the port caps, both left and right, of the returned complaint masks were missing. Only three of the right hand port caps were present and all three were found to be securely attached to the ports, with each showing resistance when being removed. The port diameters of all fourteen ports were found to be within the specified width. No damage was found to any of the masks. A lot check revealed no other complaints of this nature for lot numbers 110401, 110512, 110601 or 110113. Conclusion: the oxygen port caps on the rt040 mask are designed to be removable so that an oxygen line can be attached. These port caps have sufficient retention to remain in place with the pressure inside the mask during therapy. The customer has informed us that they typically use pressures that range from as high as 18 over 6 of peep to down around 12 over 5. The user instructions that accompany the rt040 hospital full face mask state: -operating pressures (B)(4). The pressures used by the hospital are therefore within the acceptable range for this product and we do not deem it likely that pressure has caused the port caps to pop off. It is possible that patients are loosening or pulling the caps off . The hospital was unable to confirm whether this might be the case. Our product development team has been informed about this complaint and will bear this in mind for the design of any future masks.